Event description:
It was reported that there was a constant pressure alarm. The issue occurred during set up. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was a constant pressure alarm¿ was confirmed. Pressure alarm, cut-off pressure too low. The downstream occlusion sensor required recalibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.